Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of five for the same complaint; see also 3004485144-2016-00033 through 00036, and 00039.

Event description:
The sales associate submitted a complaint via e-mail in which he reported a general complaint for multiple broken instruments, from multiple facilities and multiple surgeons. Additional details were requested, however the case specific information (dates, name of hospital, name of surgeon, patient information etc..) Was unable to be provided. He stated in most of the cases the plug driver tips twisted off, while manipulated by surgeons and do not cause any damage to the patient. Instruments may have broken during the removal of implants as a revision surgery was indicated on the complaint form. It is not clear if it was a revision of zimmer biomet implants. No additional information has been provided at this time.